Manufacturer narrative:
Patient ID and age. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was brought to the operating room for a total hip arthroplasty on (B)(6) 2017. On a prior unknown date, biomet's intramedullary (im) nail had been implanted to repair a midshaft femur fracture. Subsequently, it was discovered that the competitor¿s distal locking screw had broken. To complete the total hip procedure, the surgeon needed to remove the competitor¿s (biomet) piriformis nail with the broken distal interlocking screw. A synthes screw removal set was used to remove the lateral portion of the broken screw without issue. The medial portion of the screw was embedded in the patient¿s bone. The surgeon used x-ray (a/p and lateral) to find the point of the screw on the medial aspect of the distal femur. As per standard procedure, the surgeon made a percutaneous incision and used a synthes hollow reamer for 6.5 mm screws without centering the insert to remove the portion of the medial cortex that the screw was embedded in. On x-ray, it did not appear that he was co-axial (the trajectory in the a/p of the hollow reamer was not on the same axis as the screw). Then, the tooth of the hollow reamer contacted the screw and a portion of the hollow reamer broke off. The surgeon successfully cut through the medial cortex around the screw. He inserted a 5 mm steinmann pin through the screw hole from the lateral side, and was able to tap out the broken screw and the broken portion of the hollow reamer through the hole made in the medial cortex. The surgeon was able to retrieve both the screw and hollow reamer without incident. There were no reported surgical delays, additional x-rays or additional medical intervention required. The patient was revised to a total hip prosthesis. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: large quick connect handle (quantity# 1); piriformis nail (manufactured by biomet) (quantity# 1); 5 mm steinmann pin (quantity # 1). This report is for one (1) hollow reamer complete for 6.5 mm and 7.0 mm screws. This is report 1 of 1 for (B)(4).